Event description:
It was reported that the pt experienced "a couple infections", dates not specified, that had long since cleared. A pump replacement was planned in 2009; instead the hcp performed a refill and indicated that he no longer worked with pumps. The pump had been implanted since 2002. The reporter was looking for a new hcp for pump mgmt. The pump was used to deliver morphine and lioresal. No other info was available as of the time of this report. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.